Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 547 mg/dl and 600 mg/dl, which was treated with a bolus delivery. Customer declined troubleshooting for high blood glucose because the cause of the high blood glucose was bent cannulas. Infusion set would be replaced.